Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. This lead was noted due to high impedance detected on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).